Manufacturer narrative:
A ge rep evaluated the system and replaced the battery charger. System operates as intended.

Event description:
Customer reported battery charger failed. No pt injury was reported.